Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was received with normal telemetry communication and output. Analysis performed did not identify any functional issues. A longevity assessment found the device was operating above elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings revealed that visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
This report is to advise of an event observed during analysis.